Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The returned device analysis was unable to test for the reported leak as the dilator y connector broke off from the shaft when attempting to connect a 3-way stopcock. The reported leak and observed dilator break appear to be related to a potential product quality issue. Therefore, this complaint was added to an exception (issue) for further investigation of a potential product issue. This issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. During the preparation of the steerable guide catheter (sgc, 20606r148) a leak was observed. When injecting saline solution through the lateral flush port, leakage was observed in the connection between the hemostatic valve and the dilator. There was no patient involvement, and it was decided to replace the sgc. A new sgc (20606r149) was advanced in the patient and two xtw mitraclips were successfully implanted reducing the mr to a grade of 1-2. After removal of the sgc, the patient presented with more significant bleeding through the femoral venous access. The bleeding was observed just after the femoral vein puncture guided by ultrasonography. The patient underwent vascular surgical intervention for vessel suture and bleeding containment. The cause of the bleeding was thought to be due to transfixed superficial varicose plexus. No additional information was provided.